Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, (B)(4) (hcp): information was received from a healthcare provider (hcp) regarding a patient¿s implantable neurostimulator (ins). It was reported that the 0 <(>&<)> 1 electrode impedance showed less than 50 ohms, the rest of the electrode combinations are 490-1302 ohms range. The healthcare professional (hcp) had wiped the lead to make sure it was dry. The hcp reviewed it was a true short, thus 0 and 1 electrodes can¿t be used in combination with each other, due to battery drain. Hcp reported that those 2 contacts are not optimal for patient anyway. No symptoms reported. No further complications reported.

Event description:
Additional information was received from the healthcare professional (hcp):the physician stated that the lead is shorting and they will be replacing it at a case today. No further complications reported.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2011, product type: lead, ubd: unknown, UDI: unknown. If information is provided in the future, a supplemental report will be issued.